Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. A visual and microscopic examination identified no damage or tears in the balloon material. The returned device was attached to an encore inflation unit filled with glycerol/h20 solution and positive pressure was applied, the balloon was successfully inflated to its rate of burst pressure for 30 seconds. The inflation device was verified at 24atm (atmospheres), before and after use. This inflation to rate of burst pressure was repeated three times and with no leaks or drop in pressure noted. No issues were noted with the balloon material that could have contributed to the complaint incident. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified multiple kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach in a vein. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified shunt anastomosis. After a non-bsc guide wire crossed the lesion, a 6.0 x 100 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5.0 x 100 75cm mustang¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach in a vein. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified shunt anastomosis. After a non-bsc guide wire crossed the lesion, a 6.0 x 100 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5.0 x 100 75cm mustang¿ balloon catheter. No patient complications were reported.